Event description:
It was reported that the customer was admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose of 1008mg/dl. The mother stated that the customer was vomiting prior to her admission. Troubleshooting was performed. The mother believes that the reservoir was not in the insulin pump when the customer woke up. The caller also mentioned that the customer received no delivery alarms. Instructed the mother to run a manual prime, and the device did not alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.